Event description:
It was reported that this right ventricular (rv) lead was revised due to dislodgement with fainting/syncope/loss of consciousness. This lead remains in service. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to lead perforation. This lead was out of service and replaced. The lead is not available for evaluation.

Event description:
It was reported that this right ventricular (rv) lead was revised due to dislodgement with fainting/syncope/loss of consciousness. This lead remains in service. No additional adverse patient effects were reported.